Manufacturer narrative:
(B)(4)

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the shoulder, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.